Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of known inherent risk device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited far field oversensing of the r wave on the right atrial (ra) channel. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.